Manufacturer narrative:
(B)(4). Method: the complaint rt380 evaqua 2 adult breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photo identified a cut in the inspiratory limb. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. Based on photo provided as well as previous investigations, the hole was most likely caused while opening the box or the circuit kit bag with a sharp object like a knife or box cutter. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual-heated evaqua2 breathing circuit was damaged. There was no patient involvement.